Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on a competitor brand device and noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The customer did not experience any symptoms was able to self-treat with food first and then conducted a finger prick test and obtained a high reading of "22" which made them inject insulin (dose/type unspecified). There was no report of death or permanent impairment associated with this event. Reportedly, a sensor scan result of 2.90 mmol/l was compared to a competitor brand meter reading of 22.00 mmol/l and the results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.